Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) board in the vision side cart (vsc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in system logs, errors 297 were found pointing to the ccc. Upon visual inspection, no issues were found that would be related to the reported event. This ccc was installed, programmed and tested on the da vinci 5 in-house golden system where programming was not able to program, the vsc power button was flashing blue, replicating the reported failure. The complaint was confirmed based on failure analysis. The probable root cause can be attributed to a component failure due to an electrical and/or fiber optical defect on the ccc.

Event description:
It was reported that during a training/demo of the da vinci system, the system would not fully power on and the vision side cart (vsc) power button remained blinking blue. Customer had previously performed a hard power cycle with no change. The technical support engineer (tse) had the customer remove the blue fiber cables and power each component in standalone mode. The surgeon side console (ssc) and patient side cart (psc) powered on normally, but the vsc continued to exhibit the blinking blue power button. There was no report of patient involvement or patient injury.